Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: as reported, during a transurethral lithotomy (tul), the stone was fragmented by the laser and then attempted to be retrieved from the renal pelvis when the handle broke off the ncircle tipless stone extractor. The laser and device were not used at the same time. The device was able to remove 3 or 4 stones successfully before the issue. The device was tested prior to use in an uncoiled position. The procedure was completed with another device with the same rpn (unknown lot). A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Interview of personnel was also conducted. Visual inspection of the returned complaint device was also conducted. One device was returned for investigation in an open package with label. Visual examination shows device was broken into two pieces at the handle; the basket was in the basket sheath. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: the was reviewed and includes the following supplied with the device was reviewed and includes the following: precautions do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information and results of the investigation, the complaint was confirmed upon returned device investigation. A definitive cause of the reported issue could not be determined with the information available at this time. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt h3: device evaluated by mfg = other (81) - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time.¿a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul), the stone was fragmented by the laser and then attempted to be retrieved from the renal pelvis when the handle broke off of the ncircle tipless stone extractor. The laser and device was not used at the same time. The device was able to remove 3 or 4 stones successfully before the issue. The device was tested prior to use in an uncoiled position. The procedure was completed with another device with the same rpn (unknown lot). A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.